Event description:
It was reported that during planned device upgrade, exposed inner conductors was found during procedure. The lead was capped and replaced. The patient's condition was good.

Manufacturer narrative:
(B)(4).